Event description:
It was reported during insertion of the intra-aortic balloon (iab), the guidewire was unable to be inserted into the catheter lumen. The iab was changed to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane loosely folded. No blood was visible on the catheter. The guide wire was also returned inside its protective tubing. No damage was observed on the returned items. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire without difficulty. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the guidewire was unable to be inserted into the catheter lumen. The iab was changed to start therapy. There was no reported injury to the patient.